Event description:
Nursing assistant was transferring the pt from his wheelchair to the bed when the pt fell, hitting his head on the floor. The sling used by the nursing assistant was not secured to the lift.